Manufacturer narrative:
Weight- unk, ethnicity- unk, race- unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7, -09.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.